Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient had an infection and as a result underwent an ablation of the lead on (B)(6) 2019. Patient is taking oral antibiotics as a treatment option. A new implantation is anticipated in the near future once infection issue is resolved. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.